Manufacturer narrative:
Manufacturing review: neither a lot history review nor a DHR review could be performed as the lot number was not provided. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one MRI powerport isp, one cath-lock, and two 8fr groshong catheter fragments were retured for evaluation. Visual, tactile, functional and microscopic evaluations were performed. The investigation is confirmed for 1260r - flexural fatigue damage,as the investigations showed the break surface to be smooth on one side as well as an elliptical shape of the break surface. Furthermore, c-shaped creases leading up to the break were observed along the surface of the catheter. All these features are typically observed on catheters that have been through flexural fatigue damage. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that approximately four years post port device implant, the port was allegedly unable to be aspirated. It was further reported that x-ray imaging demonstrated distal catheter fracture with migration to the pulmonary artery. Reportedly, the patient was transferred to the hospital, the port body and distal fragment were both removed, and a new port system was placed. The patient status is unknown post removal and replacement.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately four years post port system placement via right internal jugular vein for chemotherapy, the port was allegedly unable to aspirate. Therefore an x-ray was performed revealing the catheter was allegedly fractured and a distal catheter fragment migrated to the pulmonary artery. It was further reported that the patient was transferred to a hospital and the fragment was removed using a snare. Another new port system was placed. There was no reported patient injury.